Manufacturer narrative:
On july 31, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2020, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number 3503001bc; serial number (B)(6) on the right side and catalog number 3503501bc; serial number (B)(6) on the left side. On august 10, 2020, mentor became aware that "product problem" under field b1 was inadvertently not selected in the previous two submissions made. The box has been checked on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2020, mentor became aware that field b2 for "is required intervention" box was inadvertently not checked under the previous initial submission. The box has been checked on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2020, mentor became aware that the complaint device is not mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation postoperatively. As a result, the device will explanted on (B)(6) 2020.